Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an expected and valid alert on the pump, however the customer was unable to clear the alert from the screen. The customer's blood glucose level was 150 mg/dl. During troubleshooting with tandem technical support, the alert was able to be cleared and the customer resumed insulin delivery.